Event description:
It was reported that during procedure, after a right ventricular lead was placed, high pacing lead impedance was noted from a merlin patient system analyzer. A second set of cables confirmed the lead had high impedance, so the physician removed the lead and placed a new lead without any complications. The new lead showed normal impedance. The procedure was completed and patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.